Event description:
It was reported that during routine maintenance of the external pulse generator (epg), the biomedical engineer observed that the lower display screen was not very legible. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification with segments missing on the lower menu. It was also noted that the upper and lower cases were broken/contaminated, the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the ring was missing and two side bails were missing/bent, the battery drawer was broken/pried on and the keyboard pad was cosmetically damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during routine maintenance of the external pulse generator (epg), the biomedical engineer observed that the lower display screen was not very legible. The epg was returned for repair. There was no patient involvement.